Event description:
Spontaneous call, pt states that pump (sn (B)(4)) is alarming which she does not see any issues with. Pt was able to use other pump without issues. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. No other info known. Reported to (B)(6) by pt/caregiver.